Event description:
The pt felt stimulation in the wrong location following a fall. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).